Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Durata sts optim active fixation, df-4 connector: related manufacturer reference number:2017865-2021-24588. It was reported that the patient presented for explant of the implantable cardioverter defibrillator and right ventricular lead due to infection. The patient was in stable condition.